Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to have a single fracture 22.8 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing, high out of range pace impedance greater than 2000 ohms and pacing inhibition with asystole less than 2 seconds on the right ventricular (rv) channel. These observations were discovered via isometric testing with the patient during a routine follow up appointment. As a result, the rv lead was explanted and replaced. The pacemaker device remains in-service. No additional adverse patient effects were reported.